Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was noted that the power supply was not functioning as designed and that a red light on the charger assembly was illuminated. The representative then returned to the site and replaced the power supply. It was noted that the charger enclosure was replaced as well. The imaging system then passed the system checkout and was found to be fully functional. The suspect power supply has been received by the manufacturer for evaluation. However, results are not available at this time. No additional parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a red x for the generator and would no initialize. It was noted that the viewing station of the imaging system powered on normally. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The hardware investigation of the returned power supply found that the reported event was related to an electrical issue. The power supply did not pass bench testing. It would not power on. The reported event was confirmed to be caused by an electrical issue. The enclosure charger was returned to the manufacturer for analysis. The device was found to be fully functional with no functional problem found. The reported event could not be duplicated by medtronic personnel.